Event description:
Pd rn reports leak in tubing of 12 ft. Patient extension line near patient connector during unknown phase of automated peritoneal dialysis (apd) therapy with homechoice system. Treatment was discontinued at time leak was noted and new supplies set up to complete therapy. Rn reports no patient injury or medical interventions as a result of incident.